Event description:
The customer reported that the cine function was not operating properly. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.